Event description:
It was reported that the pacemaker had no response to the magnet and no green lights would appear when the programming head was placed over it. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.